Event description:
It was reported that the end cap of the ankle clamp was broken and the handle of the impactor also was found broken.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : <<the following device was received as blind unit product code: 221750041, lot no - so2026323; product code: 254400001, lot no - pg226764. However, it could not be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. "On august 11 the end cap of the ip-01776776 was found broken. And the handle of the ip-01776777 also was found broken". This complaint involves one (2) device.>> the device associated with this report was returned to depuy synthes for evaluation. Visual examination confirmed that the cup impactor has broken in two pieces, the striking plate has busted off from the device. No other issues were observed. The device associated with this report was returned to depuy synthes for evaluation. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.